Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a severely tortuous and severely calcified vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the second inflation at 20 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported.